Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 1 month. The patient remains ongoing on lvad support. A section of the driveline, approximately 18.5 inches long from the connector, was returned for evaluation. The reported low speed operations and pump stops were confirmed per the evaluation of the submitted log file. Furthermore, the evaluation of the returned portion of driveline confirmed damage that may have contributed to the low speed operations and pump stops. Evaluation of the submitted log file revealed low speed operations and pump stops on (B)(6) 2017 at 4:52 and 5:04 and again on (B)(6) 2017 between 2:36 to 4:20. These events occurred while the system was on the power module. Although the log file evaluation cannot conclusively determine the specific cause for the low speed operations and pump stops, these events appeared consistent to a potentially compromised wire in the lead. The driveline was disconnected on (B)(6) 2017 at 5:32 with both power cables disconnected shortly after, which indicated the system controller was disconnected from service. Evaluation of the returned section of the driveline found no damage to the outer jacket. Electrical continuity testing of the returned portion did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer and no major damage to the metal shielding was observed. Visual inspection identified two breaches in the insulation at approximately 4 inches from the metal connector on the black wire. The wire appeared to have been crushed at this location. As a result of the damage to the insulation, the underlying black wire conductor was exposed. The black wire represents a redundant wire in motor phase 3. The reported red heart alarms would have occurred as a result of the exposed conductors of one wire contacting the braided shielding when the device was supported by the power module. The other driveline wires were submerged in a saline bath for high-potential testing to check the resistance of the other wires insulation. The test did not reveal any current leakage in the insulation of any of the other wires that would have resulted in an electrical short. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 at 5:18am cst, low flow alarms and pump stoppages occurred. The system controller was exchanged, and the alarms resolved. The patient was assessed in the emergency department, and at 6:24 am cst another pump stoppage was observed while the lvad system was connected to the power module. The lvad system was placed on battery support. It was reported that the consolidated bag with the system controller and batteries was dropped the prior day, and could have caused driveline damage. No clinical symptoms were reported. A representative of the manufacturer's technical services team reviewed the submitted log file and confirmed the pump stoppages. These issues only appeared to occur while the lvad was connected to the power module. Technical services performed a percutaneous lead (driveline) replacement on (B)(6) 2017. The patient was expected to be discharged home on regular grounded power module patient cables. No additional information was provided.